Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of over 500 mg/dl. A manual injection was administered. Reportedly, there was an air gap in the tubing and that it had been resolved prior to calling tandem's technical support.